Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced battery charger 1, the x-ray batteries, and the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(4) (uf, for): medtronic received information regarding an imaging system. It was reported there was intermittent dysfunction of both the handswitch and the footswitch. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The pcba battery charger 1 was returned to the manufacturer for analysis. Analysis found that it failed functional and bench tests. Analysis found that the reported event was related to a electrical issue. The pcba battery charger 2 was returned to the manufacturer for analysis. Analysis was unable to replicate the reported issue. However, visual inspection noted leaky capacitors which did not affect functionality. If information is provided in the future, a supplemental report will be issued.